Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and coronary sinus leads were explanted due to a patient infection. No further adverse patient effects were reported. A request was made for product return.

Manufacturer narrative:
Should additional information become available this event will be updated.